Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the right atrial (ra) lead exhibited loss of capture. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 693558 lead, implanted: (B)(6) 2012, product ID: 5866-38m adaptor, implanted: (B)(6) 2013 and product ID: dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.